Event description:
It was reported that the caller had a loss of therapeutic effect due to suspected electromagnetic interference (emi). It was stated that the patient's device was turned off from 2011 to (B)(6) 2013 and the patient fell "less times" when the device was off than when it was on. It was stated that when the patient was in the kitchen and bathroom, or walking outside by power lines/underground wires, her symptoms would return. The caller stated she thought the symptoms began after they got a digital tv in the bedroom. Reportedly the representative turned off the reed switch and the device was working properly, however the patient was still having "episodes." It was noted that the patient stated she liked it when she left her house, she felt "so much better." Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v004552, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# v004552, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient got into a car accident and lost quite a bit of weight. It was unknown if the weight loss was due to the car accident or the implantable pulse generator. It was noted that when the patient¿s symptoms returned the patient would arch her back and was really uncomfortable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was turning on and off. It was noted that when the ins was on the patient could not move and was stiff.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life and the telemetry and output okay. There was no significant anomaly. The parameters were taken from the ins and the longevity estimate was 30 months; it was implanted for 40.7 months.

Event description:
Further information received reported that the patient's implantable neurostimulator (ins) was replaced.